Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested and the output was found to be out of specification. Lack of maintenance by the user was determined to be the cause of the reported complaint. According to ge healthcare records, this unit has not been serviced since it was manufactured in 2002. Ge healthcare recommends that tec 5 vaporizers be returned for routine maintenance and calibration every 3 years, as stated in the tec 5 operation and maintenance manual. Timely maintenance and calibration should have prevented the reported complaint from occurring.